Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed assistance changing the basal rate. Assisted the caller to change from twenty four time frame to twelve hour. The nurse stated that the customer's blood glucose was 589mg/dl, but later the nurse stated that it was 58mg/dl in the morning. The customer eat breakfast and couple of candies. During the call, the caller mentioned that the customer was unconscious and his wife called the paramedics due to his low blood glucose. The paramedics treated him with sugar water until he was stable. Then the next morning, he was unconscious again and paramedics were called, he was treated with sugar water and was advised to postpone the dialysis treatment for that day. It was stated that the customer did not treat for the food intaken. No further information was provided.